Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) removed on a previous date due to erosion in the urethra. A new aus was further implanted. There were no further patient complications. A full recovery is expected.